Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse trying to start therapy on the arctic sun device and getting an alarm 14 (patient temperature 1 probe out of range). The nurse confirmed the probe got a reading on the bedside monitor. The nurse was able to remove the cable from outlet control temperature (t2), move to outlet monitor temperature (t1) and start therapy. Per follow-up information received via phone on 10mar2023, it was reported that there was no impact to the male patient and therapy was completed. Mis did troubleshoot and advised the nurse to switch the temperature probe. This resolved the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that nurse trying to start therapy on the arctic sun device and getting an alarm 14 (patient temperature 1 probe out of range). Nurse confirmed the probe got a reading on the bedside monitor. Nurse was able to remove the cable from outlet control temperature (t2), move to outlet monitor temperature (t1) and start therapy. Per follow up information received via phone on 10mar2023, it was reported that there was no impact to the male patient and therapy was completed. Mis did troubleshooting and advised nurse to switch the temperature probe. This resolved the issue.